Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to damaged lcd glass. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was missing the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's wife reported via phone call that the patient was in a car accident and hospitalized. His blood glucose was 396 mg/dl at the time of incident. The patient was in the ICU and no further details were provided regarding his treatment. The insulin pump was damaged in the car accident. The lcd display screen is cracked; the display became blue and black. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.